Event description:
Customer reported, the screen was going black. They also saw a small circle on the screen and was getting an iris too large error. The customer believes the fluoro functions pcb problem. Also there is a system lock up.

Manufacturer narrative:
The service rep reseated the fluoro functions pcb and the sys tested functional as intended.